Manufacturer narrative:
(B)4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alleged under delivery as the blood glucose level was not coming down and also tried to give bolus but it was not coming down. Customer was hospitalized on an unknown date due to diabetic ketoacidosis and hyperglycemia. Customer's blood glucose level was 40.0 mmol/l at the time of incident and the other blood glucose level was 7 mmol/l. Customer reported they feel okay to troubleshoot. Customer did not mention any treatment and symptoms related to high blood glucose level. Customer was unable to complete carelink upload. Customer stated that they ran the self test and the insulin pump passed. The insulin pump will not be returned for analysis.